Event description:
The customer reported that after around 11 hours of treatment, the machine stopped: the display was blank, the pumps were stopped and there weas a continuous audible alarm. The machine was turned off and on again several times. After some minutes, the minitor rebooted. At that moment, the users noticed that the alarm malfunction: lower pinch valve" was displayed on the screen.